Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that guidewire purple coating color peeling was observed. The product was not used on patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that guidewire purple coating color peeling was observed. The product was not used on patient.

Event description:
It was reported that guidewire purple coating color peeling was observed. The product was not used on patient.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. Two samples from lot gfgs1707 were returned in a polybag within their original pouches. The units were in good condition. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.